Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx balloon catheter was selected for use, during procedure for an atrial fibrillation presented the error message 1 - 00004000-2: console detected blood in the catheter, there was visible blood on the catheter when this was withdrawal. To solve the issue the device was replaced, and the procedure was completed successfully. No patient complications reported, and the device is expected to be returned.